Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Api sample ID (B)(6) was dat tested by tube method using anti-human igg lot igg176g exp 11/01/20 and the result was false negative. No additional information is available at this time. Customer was not prepared to provide details but stated she will call back when ready. All applicable questions below will be answered when she calls back. Issue started on: (B)(6) 2019 reaction grade obtained: neg. Customer was expecting: pos. Incubation time (for manual test only): unknown. Test repeated: unknown. Method/result obtained by repeating: unknown. Sample ID: (B)(6). Number of samples affected? One. Was qc affected? No.